Manufacturer narrative:
Multiple attempts for the serial number were made, but no response was ever received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage hazards. On (B)(6) 2019 at 0935 the patient experienced low voltage hazards while using the mobile power unit(mpu). There was a total loss of power to the mpu then the patient switched to battery power. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms can be confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) to (B)(6) 2019 where no external power alarms were recorded. The data captured on (B)(6) revealed a no external power alarm during a power exchange from mpu to 14v batteries. The voltage levels recorded on (B)(6) suggested that the mpu briefly lost power resulting in a no external power alarm. The last no external power alarm occurred on (B)(6) at 5:46 pm during the transition between 14v batteries to mpu. The pump support was not affected during these events. A specific root cause for the no external power alarm was not able to be determined. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.